Event description:
Information received from the field notes that the patient was in the hospital one day post implant with inappropriate readings. The capture trheshold had increased to 4.0 v in the unipolar configuration and 2.5 v in bipolar. Capture thresholds at implant were .375 v. Perforation was suspected but when the lead was repositioned, perforation was neither confirmed nor ruled out.